Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging possible pump under delivery. The customer¿s blood glucose level was 22 mmol/l at the time of the incident. The customer¿s other blood glucose was 13.8 mmol/l. The customer was not admitted into the hospital as a result of the high blood glucose. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer stated that auto mode was active. The customer was treated with the insulin pump. The device will not be returned for analysis.